Event description:
It was reported that this reporter was told that ¿there was an indication that some pumps are releasing too much morphine¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
The representative later noted that they were not aware of any patient that had an issue with the pump. They stated that the nurse mentioned at the refill that medtronic had sent out a letter regarding overinfusion. They misunderstood and thought there was a recall on the pump. There was no further information as the event reported was the field action sent by medtronic.